Event description:
Procedure type: inguinal hernia repair. According to the reporter: per the surgeon - the sheath encasing the balloon did not come off when the balloon was insufflated. This resulted in the peritoneum being torn.

Manufacturer narrative:
(B)(4).